Event description:
It was reported that during an angioplasty procedure, a balloon rupture occurred. The target lesion details are unknown. The physician advanced 2.0mm x 12 mm maverick balloon catheter to treat the target lesion. The balloon ruptured below rated burst pressure at unknown inflation. No patient complications were reported and the patient's status is ok. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).